Event description:
It was reported that a couple months post implantation the right ventricular (rv) lead was repositioned due to the lead not capturing. It was further noted that a chest x-ray showed the rv lead in the svc (superior vena cava) and that the generator was flipped over with extra lead wrapped around it. Twiddler's syndrome was suspected. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.